Event description:
According to the reported, one of the surgeons was unhappy with the way the device performed during a hernia repair. He was trying to tack it into place, but found the holes too big and decided to remove the mesh and tacks alike. He replaced the mesh with another type. It was reported that he will never use the mesh again. The procedure time was increased by 10 minutes due to the removal and placement of the other mesh. The patient wasn't injured in any way and there was no additional bleeding.

Manufacturer narrative:
(B)(4).

Event description:
***Additional information received via email on 03/16/2015*** 1. What is the patient age, weight, gender: not known 2. Was there any unanticipated tissue loss as a result of this problem: no. 3. Was there any tissue damage as a result of this problem: no. 4. Was there blood loss of 500cc or more due to the product problem: no. A. Did any additional blood loss resulting from this product problem require a blood transfusion: no. 5. Was surgical time extended by more than 30 minutes due to the product problem no. A. Was any adverse event reported as a result of any delay in surgery (i.e. An extension of the hospital stay, infection, etc.): no. 8. Was the procedure converted to an "open" procedure: no. 9. What are the lot numbers and/or serial numbers of the reported devices: unknown, have asked but box was thrown out. A. If the lot numbers and/or serial numbers are not known at the time of reporting, has an attempt been made to obtain this information: yes emailed customer to ask. B. Has the customer indicated that the lot numbers and/or serial numbers are not available: yes. C. Can the customer indicate possible lot numbers and/or serial numbers that were available to the surgeon during this surgical case: no. D. Have all products being returned been included in this complaint report: no.

Manufacturer narrative:
(B)(4).